Event description:
2 perclose placed inside patient, both with failure to deploy. No harm done to patient. Vendor notified. Manufacturer response for percutaneous suture, perclose prostyle (per site reporter).